Event description:
It was reported to philips the device showed an inop message pads cable failure. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.